Manufacturer narrative:
The device was returned for evaluation. Upon visual examination of the returned device it was observed that the monofilament is broken proximal to the attachment zone. The monofilament (attachment tether) has the characteristics of being stretched. It was determined in our analysis of the returned device that excessive retraction force may have been used during repositioning thereby causing the attachment tether to break.

Event description:
This coil was the 4th placed in mca bifurcation aneurysm (12 x 8.5 x 9) tortuous anatomy. While trying to deploy the coil in the aneurysm, the coil detached. When removing the catheter and coil together, the distal tip of the oil (outside of microcatheter) caught on lip of guiding catheter during removal. The detached coil then migrated and settled near mca bifurcation. This was then retrieved using a microvena goose neck snare.